Manufacturer narrative:
Device evaluation: 1 x zso-7-7 of lot number c1655089 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 17th june 2020. Kinks were noted on the 2nd and 5th porthole of the tapered end of the pigtail. No straightener was returned. A 0.035¿ wireguide would not pass the kinks. Image review: n/a. Documents review including IFU review: prior to distribution all zso-7-7 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-7 of lot number c1655089 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1655089. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Additional information requested as to the complaint device once as per deviation dv0001556. This information was partially returned. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. The device was examined for damage before use and was noted as kinking during use a possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On 22 apr2020, the stent placement performed for the patient, during the procedure , the user found the front end tip of the stent was kinked, the wire guide fail to get through, then the user replaced another new device with same type to completed this procedure successfully. The patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2020, the stent placement performed for the patient. During the procedure, the user found the front end tip of the stent was kinked, the wire guide fail to get through, then the user replaced another new device with same type to completed this procedure successfully. The patient did not experience any adverse effects due to this occurrence.